Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced erosion at the lead site, as the lead tail was found to be sticking out of the skin. The patient was initially sent home with a wound vac until the lead could be explanted. The physician explanted the lead on (B)(6) 2020.